Event description:
It was reported that the ventilator gave a technical alarm indicating error in the internal memory detected. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The customer did not request any service and we did not receive any logs or part. The root cause of the event has not been established, due to lack of information. However the customer provided an image confirming the reported event. This issue might be related to hw-failure on the pc-board, but this was not confirmed. Hw-failure on this pc-board may lead to stop of ventilation. Alarms will be generated. According to the product service manual, the first recommended solution is to restart the system, second solution is to replace the control pc board. The customer was informed/recommended to replace the control pc-board.

Event description:
(B)(4).